Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed magnesium imprecision on the architect c16000 system. Patient 1: initial result of <0.7 mg/dl retested at 2.7 mg/dl. Patient 2: initial result of 0.7 mg/dl retested at 2.3 mg/dl on a different analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect clinical chemistry magnesium, list 07d70-31, manufacturing site irving, texas to architect c16000 system, list 03l77-01, manufacturing site (B)(6). The customer requested service to address the issue. The abbott field service representative (fsr) performed significant troubleshooting which included replacement of multiple parts associated with quarterly maintenance, proper aspiration and dispense of reagent and sample, sample/reagent mixing, optics, cuvette wash, as well as reagent and sample pipettor wash. Although there was no single definitive cause for the discrepant magnesium results, there were no additional falsely decreased magnesium results reported after service addressed the issue. An instrument service history review revealed no additional erratic or discrepant results reported on the c1601102, nor did it identify any service or complaint issues that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.